Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed, the blood test strip tested positive and the machine alarmed. Estimated blood loss was less than 50cc's. Pt had no adverse effects and required no medical intervention.